Event description:
On (B)(6) 2012, patient reported the check button on the infusion device works intermittently. The protective rubber on the menu and check button is torn off, and the base-plate is visible. The button is flat and does not produce an audible sound when pressed. The infusion device was not dropped, and the key-lock feature was not activated. He was unable to provide the serial number of the infusion device. The infusion device was replaced and requested for evaluation. No physiological effects were reported and he did not require treatment from a health care professional or second party to address the issue.